Event description:
The patient experienced an overstimulation sensation today, ¿it feels like I¿m jiggling inside¿ but then the strong stimulation was also described as ¿ felt like my insides were jiggling out.¿ the symptoms reported were a sudden onset. Someone turned the implantable neurostimulator (ins) on, at first it was okay, but now it was too strong. No one at the hospital knows how to use the spinal cord stimulation (scs) equipment. Everyone kept telling the patient to place it over the ins. The patient has a ¿binder¿ on and could not see where the bandages were located. The patient was admitted to the hospital after implant on (B)(6) 2014. The patient did received training on the patient programmer (pp) but it was ineffective because she was still under the effects of anesthesia. An information request was made regarding the pp and control magnet. It was confirmed that the ins was off. When the patient tried lowering the stimulation, it was described as what sounded like the lower limit screen, amp icon with arrow pointing down to a horizontal line. The stimulation could not be decreased. The patient was not trained adequately on using the device. The surgery turned into five hours and did not end until 11pm. The training should not be right after surgery when the patient will not remember/understand due to anesthesia. The patient had ¿2 things of dilaudid downstairs¿ and her kids said ¿I was saying stuff that I never say¿; ¿this has turned into a big mess.¿ no one at the hospital knows how to use the equipment, ¿I can¿t even get anyone to tell me where the device is in my back. They say where the bandages are in your back, I can¿t see my back.¿ the company representative came to explain how to use the equipment, but not specific instructions. The immediate concern was dealt with during the report, turning the ins off. The patient stated ¿I thought it was going to be much easier than trying to figure it out.¿ the doctor was scheduled to check on the patient prior to discharge today. The patient was very upset and frustrated because she does not know what to do with the equipment where the incision is. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up will be sent.

Manufacturer narrative:
Product ID: 97740, serial# unknown, implanted: (B)(6) 2014, product type: programmer. Patient product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: 97740, serial# unknown, implanted: (B)(6) 2014, product type: programmer. (B)(4).